Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 38mm in length, eccentric, de novo target lesion was located in the moderately tortuous, moderately calcified, and 2.25mm in diameter left anterior descending artery. Following pre-dilation with 2.0x15mm maverick2 and 2.0x15mm non-bsc balloon catheters, a 2.25 x 38mm synergy drug-eluting stent was advanced however resistance was encountered. The device was removed, and it was then noted that the tip of the stent struts was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.